Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring device module was not working properly. There was no patient impact.

Manufacturer narrative:
Analysis found no functional deviations. The device has been successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.